Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 88% stenosed lesion was located in the mid left circumflex (mlcx) artery. A 2.75mm x 15mm nc emerge® balloon catheter was advanced for dilatation. The balloon was inflated however, the balloon ruptured. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 13.5mm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 88% stenosed lesion was located in the mid left circumflex (mlcx) artery. A 2.75mm x 15mm nc emerge® balloon catheter was advanced for dilatation. The balloon was inflated however, the balloon ruptured. No patient complications were reported and the patient's status was stable.